Event description:
Additional information was received that distinguished two patients and two surgery dates. It is reported that patient one had the initial surgery in (B)(6) 2019 , with four subsequent surgeries. It is reported that the patient lost vision.

Manufacturer narrative:
Although several requests have been made for the device return and additional information none has been received. As such, a root cause could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective was deemed necessary. Requests have been made for additional patient information and clarification of the medical intervention/treatment. To date, none has been received. Should the product or additional information be received, the investigation will be reopened. The investigation is considered complete at this time. 1 of 2 - for patient two see manufacturer report number: 0001920664-2020-00047.

Manufacturer narrative:
The lot number is not known. The DHR review cannot be performed at this time. However, the DHR review will be updated once the lot number information becomes available. Though requests have been made for additional information, patient information, and product return, to date nothing more has been received. Additional investigation results are pending. The investigation is ongoing. 1 of 2. See also 0001920664-2020-0047.

Event description:
A user facility in (B)(6) reported having two adverse events of endophthalmitis with pack bl5425v on the trocars "filament.¿ the lot number of the pack was not recorded.